Manufacturer narrative:
D10: item # 00771300500/ modular femoral stem /lot # 62861447item # 00784800200/ modular neck k 12/14 neck taper/lot # 62083772. Item# 00620205822 / shell porous/ lot # 62468114. Item # 00630505036/ liner standard/lot # 62476861. Item# 00625006525 / bone screw/ lot # 62463510. Item # 00625006520/ bone screw/lot # 62591548. Item # 00223200418/ cable cerclage cable/lot # 62452802. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021 -00260, 0002648920 -2021 -00261.

Event description:
It was reported that patient was patient underwent a left hip revision surgery 7 years post implantation due pain, osteolysis, elevated metal ions, pseudotumor, and altr. During the revision, significant scar tissue was noted. The shell and stem were well-fixed and left intact. The head and neck came out in one piece. The head, neck and liner were exchanged without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown m/l stem/ lot # unknown. Part #unknown / unknown cup/ lot # unknown . Part #unknown / unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02231.

Event description:
It was reported patient underwent a left hip revision surgery 7 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.